Manufacturer narrative:
(B)(4). Medical product: cps/oss 5cm tpr adapt w/oss sc 5cm: catalog#178711, lot#067500; oss 21cm diaphyseal segment: catalog#150473, lot#656230; cps short anchor plug 20mm: catalog#178562, lot#017960; oss mod tib baseplate 71mm: catalog#150422, lot#280450; oss poly lock pin: catalog#150478, lot#424210; oss poly femoral bushings: catalog#150477, lot#577410; oss tibial poly bearing 12mm: catalog#150410, lot#197600; cps shrt 800# large spindle ha: catalog#178580, lot#982570; oss poly tibial bushing: catalog#150476, lot#335330; oss reinforced yoke: catalog#150493, lot#569180; cps centering sleeve 21mm: catalog#178543, lot#319860; cps transverse pin 6pk 40mm: catalog#178529, lot#217100; oss axle: catalog#150480, lot#579460; cps compression cap: catalog#178399, lot#572180; cps nut co-cr-mo alloy: catalog#178512, lot#084090. Report resouce: (B)(6). Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2022-01818; 0001825034-2022-01819. Customer has indicated that the product will not be returned to zimmer biomet for evaluation as the hospital has retained the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee procedure. Approximately eighteen years post-implantation, the patient began to experienced pain. Diagnostic xrays revealed that the distal femoral implants were broken and disassociated. The patient underwent revision surgery to replace all femoral components distal to the compress implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h6; h10. Upon receipt of additional information, it was determined that there were no alleged issues with this device and it did not contribute to the reported adverse event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that there were no alleged issues with this device and it did not contribute to the reported adverse event. The initial report was forwarded in error and should be voided.